Manufacturer narrative:
(B)(4). Device has not been reported as explanted. (B)(6). (B)(4). Manufacturing location: part: 04.210.090s, lot: 8209165: manufacturing location: (B)(4). Manufacturing date: december 19, 2012. Expiry date: december 01, 2022. Non-sterile part 04.210.090, lot 6820134: manufacturing location: (B)(4). Manufacturing date: november 14, 2011. No deviation was detected in the sterilization procedure. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the surgery for distal radius fracture took place on (B)(6) 2015, applying the reported plate and buttress pin. The surgeon contoured the reported plate and inserted the plate. Then he inserted the buttress pin in the most distal radius hole of the plate. When the surgeon attempted final tightening of the plate and the pin, he discovered the pin head and the plate did not engage and the pin eventually went through the plate. Although he tried to remove the pin, he could not. Therefore he decided to leave the pin in patient's bone and proceeded the surgery. The plate was also left at the patient's bone. The surgery was completed with a ten (10) minute delay. This is report 2 of 2 for com-(B)(4).